Event description:
The patient will be revised due to pain and pseudotumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy (B)(4)., reports: the patient was revised due to a pain on (B)(6) 2010. Doi was unknown. Tha was done for the left hip with mom. After the surgery, the patient suffered from a pain in the left hip. On (B)(6) 2010, revision surgery was performed. The metal insert was replaced by poly liner(28mm+0mm), and the head was replaced by 28mm+0 head. It was found that the tissue around the stem neck and head was black. Also, black foreign matter like abrasion powder was found between the head and neck junction. The patient was the same person reported in (B)(4). Patient was a female, (B)(6). Cup ((B)(4)) was manufactured by (B)(4). The devise associated with this report was not returned. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions regarding the reported event with the information available: however, this complaint is part of a trend under investigation as part of (B)(4). Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy (B)(4) inc., reports: the patient will be revised due to pain and pseudo tumor. Doi: (B)(6) 2009. Initial surgery was done for both hips with mom on (B)(6) 2009. After the surgery, the patient had a pain in the right hip. High level of crp and increase in eosinophil were noted. Revision surgery is scheduled. There is no patient information and no x-rays. Cup (B)(4) was manufactured by jmm. Please could you check DHR review and complaint history review prior to full investigation since it is reportable event to the government? Examination of the returned products were unable to confirm the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions about the reported event: however, the part is added to ongoing (B)(4) investigation due to similarity in form of head taper visually. High CPR/increase eosinophil indicate response to inflammation. This could be due to infection. No comment is made on whether the patient had a temperature (also indicates infection). Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.